Manufacturer narrative:
Tracking no: (B)(4).

Event description:
According to the reporter, during a lap chole, the sleeve that goes to the anchor part broke during insert of the cannula. The item broke while in the patient. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
According to the reporter, the product has been disposed off.